Event description:
It was reported that prior to use it was found that the stopper was dirty with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: the stopper was dirty.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign matter on the stopper with the incident lot was observed. The foreign matter was identified to be mold release agent from the stopper mold. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for foreign matter on the stopper with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone #: unknown. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was found that the stopper was dirty with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter: the stopper was dirty.